Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. Customer's blood glucose ranged from 196-211 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.